Event description:
A surgeon reported that during a l2-s2 transforaminal lumbar interbody fusion (tlif) procedure, s2 alar screws were placed. The driver fractured while the surgeon was advancing a screw. There were no fragments left in the patient. There was no additional treatment or surgery performed as a result of this event. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The site continued the case with a non-navigated screwdriver. No delay or impact on the patient outcome.